Event description:
It was reported that "the cup became loose. Cup, insert and head were revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.